Event description:
It was reported that pt underwent total hip arthroplasty in 2008. Surgeon reamed and broached then attempted to insert a 14mm implant; however, implant sat proud. Surgeon reamed and broached again with the same results. A 12mm stem was cemented to complete the procedure. As a result, there was approx one hr and thirty (30) min delay in procedure.

Manufacturer narrative:
No further complications have been reported. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Eval of returned device found implant did not meet design specs.